Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
The customer reported that the package of cottonoids contained 9 each instead of 10 each.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the manufacturing documentation could not be reviewed as no lot information was provided. A kaizen project has been kicked off to analyze our current process and to eliminate the opportunity of miscounting product. This project will evaluate the risk of creating miscounts and improve the process by implementing solutions that will reduce our complaints. It was determined that the operator must have miscounted the strips and due to the weight variation of a missing strip being so small, the count scale must have accidentally counted the appropriate amount. Root cause is likely due to operator error. Per the requirements of the specification the operator is required to count the amount of surgical strips and weigh the package with the strips to verify the count prior to sealing them in the package. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.